Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure for intestinal polyps performed on (B)(6) 2025. During the procedure, the wound surface was closed with a hemostatic clip; however, the clip could not be deployed after tightening the slider. Afterward, the entire device was pulled out of the endoscope. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the instructions for use (IFU), "passage of the resolution 360 ultra clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached with evidence of full deployment. Microscopic examination was performed, and it was found that the device has evidence of deployment. No other problems with the device were noted. The reported event of clip could not be release from the catheter was not confirmed. Investigation found that the device was returned with the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure for intestinal polyps performed on (B)(6) 2025. During the procedure, the wound surface was closed with a hemostatic clip; however, the clip could not be deployed after tightening the slider. Afterward, the entire device was pulled out of the endoscope. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the instructions for use (IFU), "passage of the resolution 360 ultra clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device.".